Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 100% stenosed, complete totally occluded target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery (pta). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for predilation. However, upon the first inflation, the balloon ruptured at 6 atmospheres (atms) after a duration of 15 seconds. The balloon was completely removed from the patient and the procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.